Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report

Event description:
It was reported during a case there was a gas and ventilator failure and only manual ventilation was available. There was no patient injury reported.

Manufacturer narrative:
The device logfile was provided for investigation. However, the user section of the logfile was found to be corrupt, most likely caused by a faulty ram chip. As the device section of the logfile has been overwritten with entries pointing to the corrupt logfile data, entries possibly indicating the root cause were no longer available. Therefore, neither a case related analysis nor a valid statement regarding a gas + vent fail alarm was possible. In general, in case of a ventilator and gas mixer fail, the ¿gas + vent fail¿-alarm is given. As described in the IFU, only manual ventilation and monitoring mode remain possible. On-site, the device was tested by the responsible biomed and no deviations from the specification were found. After testing, the device was returned to use with no further problems reported. Regarding the corrupt user log entries, a config reset is recommended. The ram is independent of ventilation/gas control. Thus, there is no causal connection between the potentially faulty ram and the reported symptom.

Event description:
Please refer to the initial-report.